Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was rotated horizontally, 3 days post implant. The lens was repositioned approximately 3 weeks post lens implant. The original procedure was complicated due to "catalys was aborted due to patient unable to tolerate positioning." The surgeon indicated that the likely cause of the event was related to "patient anatomy, instability of iol." Patient is to continue anti inflammatory medication and monitor. This report pertains to the patient's right eye.